Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
On 06/02/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: s [situation]: davinici xi mega needle driver's cables snapped during surgery. B [background]: mega needle driver broke during surgery. Surgery was paused while the instrument was removed and replaced with a different davinici xi mega needle driver from css. A [assessment]: unknown etiology of failure from the operating room's perspective. X-ray taken (flat plate - lower abdominal and pelvic) and read by radiologist dr. [Redacted], md. No surgically retained items were observed. R [recommendation]: recommend that the company, intuitive, and affected stakeholders improvise a plan that involves better assessment of devices during sterilization to ensure defective products and/or products that are near the end of service do not come in contact with patients. Clinical site notified mfg rep directly this was part of a class ii recall.

Manufacturer narrative:
Updated information in the h10 field that had previously been included only in field b5.

Event description:
Refer to h11 for follow-up information.